Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external equipment. The reason for the call was the patient said they cannot get their device charged up on their back. Patient said they have had trouble for a long time and they can't reach implant to charge it because they have a lot of arthritis that prevents them from reaching to try to charge. Patient also said their kids have tried to help them and can't seem to find the right spot to make it happen. Patient mentioned they haven't been using the device for quite a few months because the battery ran out and they have not been able to get it charged up. Pt requested a manufacturer representative (rep) comes home to help them as they live in assisted living. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.